Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced power on reset (por). The reset was cleared and device parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.